Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), flatulence ("the gas was the worst pain from the surgery"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), fallopian tube cyst ("cyst on my tube"), pain ("pain"), hydrometra ("fluid in uterus") and post ablation tubal sterilisation syndrome ("post ablation syndrome"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain and headache had resolved and the flatulence, adenomyosis, endometriosis, fallopian tube cyst, pain, hydrometra and post ablation tubal sterilisation syndrome outcome was unknown. The reporter considered adenomyosis, back pain, endometriosis, fallopian tube cyst, flatulence, headache, hydrometra, pain and post ablation tubal sterilisation syndrome to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : adenomyosis, back pain, endometriosis, fallopian tube cyst, flatulence, headache, hydrometra, pain and post ablation tubal sterilisation syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received - new events : adenomyosis, endometriosis, cyst, fluid in uterus, post ablation syndrome and pain nos were added. Type of essure removal surgery added. On 20-mar-2020: social media received. No new information. Processed with follow up 1. On 23-mar-2020: social media received. No new information. Processed with follow up 1. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache"), flatulence ("the gas was the worst pain from the surgery"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), fallopian tube cyst ("cyst on my tube"), pain ("pain"), hydrometra ("fluid in uterus") and post ablation tubal sterilisation syndrome ("post ablation syndrome"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the back pain and headache had resolved and the flatulence, adenomyosis, endometriosis, fallopian tube cyst, pain, hydrometra and post ablation tubal sterilisation syndrome outcome was unknown. The reporter considered adenomyosis, back pain, endometriosis, fallopian tube cyst, flatulence, headache, hydrometra, pain and post ablation tubal sterilisation syndrome to be related to essure. Concerning the injuries reported in this case, the following were reported from social media : adenomyosis, back pain, endometriosis, fallopian tube cyst, flatulence, headache, hydrometra, pain and post ablation tubal sterilisation syndrome. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), headache ("headache") and flatulence ("the gas was the worst pain from the surgery"). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the back pain and headache had resolved and the flatulence outcome was unknown. The reporter considered back pain, flatulence and headache to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media: back pain, headache, flatulence. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.